Event description:
A malfunction was reported on the pump, indicated by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.